Event description:
It was reported that a patient presented with their implantable cardioverter defibrillator (ICD) in backup operation. Programming changes were performed to resolve the issue. There were no patient consequences.

Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions codes updated for no device return.